Event description:
Issue description: (B)(4) dealer reports enduser states the caster broke, no further detail,this is the same issue enduser has previously, replacement parts were just ordered in (B)(6), chair was received (B)(6) 2013.